Event description:
It was reported by the father that the patient was wearing the pod when they noticed swelling, redness, and pus at the infusion site. He decided to remove the pod and took her to the emergency room on (B)(6) 2025. She was diagnosed with an infection and treated with antibiotics. Her blood glucose levels were over 400 mg/dl. The visit lasted a couple of days, and she was discharged on (B)(6) 2025. The site is prepared with an alcohol wipe after a shower, and the pod is removed either with adhesive remover or manually. The patient successfully resumed treatment.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone, phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 17.4. Cloud - smartphone hardware iphone12.1. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported event. The exact cause of the reported event could not be determined.